Event description:
It was reported that there was no stimulation sensation. There was a loss of therapeutic effect two months ago. The stimulation stopped in (B)(6) 2015. There was an elective replacement indicator (eri) on the recharger, maybe some time when the stimulation stopped. The reason for the report was, ¿not working¿. The patient could not get the unit to start at all. The patient had not been checked. When it was checked it was ¼ left of the battery, it was showing pictures of doctor and an eri on the recharger sometimes. It was noted that it was taking longer to charge. On (B)(6) 2015 information was received indicating that the manufacturer representative was not aware of any patient concerns. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3487a-33, lot# j0331945v, implanted: (B)(6) 2003, product type: lead. Product ID: 3487a-33, lot# j0333904v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
Additional information was received indicating that the patient was fired as a patient and the manufacturer representative was trying to set him up with a new office. The battery was over 8 years old and would need to be replaced. If additional information is received, a follow-up report will be sent.